Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The customer reported that the handswitch cable was overheating. There was no known patient impact.

Event description:
The customer reported that the handswitch cable was overheating. There was no known patient impact.